Manufacturer narrative:
The device evaluation was completed on 15-dec-2021. It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. The valve of the vizigo¿ sheath was found damaged when prepping. There was no visible damage, dilator would not advance all the way through. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was replaced, and the case continued without patient consequences. The root cause of the issue was sheath related. The carto 3 system was operating per specs. Device evaluation details: a picture showing the proximal part of the vizigo¿ sheath was received for analysis. The photo does not provide sufficient information related to the reported event. Therefore, no result can be obtained from it. The customer complaint cannot be confirmed based on the picture received. The product was returned to biosense webster inc. (Bwi) for evaluation. Bwi conducted a visual inspection and irrigation test evaluation of the returned device. Visual analysis of the returned product revealed that no damage or anomalies were observed on the hemostatic valve of the vizigo¿ sheath. The catheter was tested with a syringe and it was irrigating correctly. No malfunction was observed. A device history record (DHR) was performed for the finished device 00001800 number, and no internal action was found during the review. Based on the DHR, h4. Device manufacture date was updated. No damages were observed during the visual test. There may have been other circumstances or issues that occurred during the use of the device. H6. Investigation findings code of "appropriate term/code not available" represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. The valve of the vizigo¿ sheath was found damaged when prepping. There was no visible damage, dilator would not advance all the way through. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was replaced, and the case continued without patient consequences. The root cause of the issue was sheath related. The carto 3 system was operating per specs. With the information available, this event was not assessed as a patient event but as a MDR reportable hemostatic valve separation product malfunction.